Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the motor having no output. Per the initial evaluation, it was discovered during the bench test that the brush holder was tight. An expanded evaluation was performed. The expanded evaluation report confirmed that when the motor/gearbox was connected to a test controller and joystick and the joystick knob was moved in all directions the motor was unable to drive properly. The output shaft turned a very small amount for a moment but then the motor locked up and output ceased. The underlying cause was identified as the brush holder was too tight and therefore the brushes were unable to move properly, degrading the brushes and causing a burning smell.

Event description:
Dealer states left motor went out on the left side. He stated that the chair will spin because the motor is failing and it is also grinding.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states left motor went out on the left side. He stated that the chair will spin because the motor is failing and it is also grinding.